Event description:
Rptr has a thyroid problem with an increased calcitonin level for no known reason. Then she started having dizzy spells with stroke-like symptoms which included face drawing and slurred speech. Then the dizzy spells got worse and went into seizure disorder. The dr did an MRI and eeg and found on the eeg an abnormality in the front part of the left side of her brain. Type of abnormality unknown. The dr put her on seizure medication. After awhile the seizures returned. She can't drive any more. She has back and spine problems, numbness under and into armpits, and lots of inflammation throughout her body.